Manufacturer narrative:
H6, investigation conclusion code should be no problem detected.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was unable to be advanced in the catheter. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance lead in catheter was not confirmed. As received, a complete lead was returned in one-piece with the helix extended and clogged with blood/tissue. The lead was inserted all the way through the catheter and removed without any restrictions. Electrical testing was normal. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.